Event description:
It was reported that during index surgery while the surgeon was removing the ankle clamp, it snapped closed and broke at the green plastic clasps.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during index surgery while the surgeon was removing the ankle clamp, it snapped closed and broke at the green plastic clasps.

Manufacturer narrative:
A review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been other similar reported events for this lot ID. The event was confirmed. Visual analysis confirmed the reported event. One of the device flippers fractured. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. Internal corrective actions were issued to determine a root cause for the recurring events. The investigation determined the root cause was a design problem. Corrections to design and material changes were performed and are documented in the CAPA file.